Event description:
It was reported that during a shoulder arthroscopy procedure using a speedlock implant with inserter handle, the implant broke upon insertion into the bone and the broken piece was abandoned in the pt's bone. A new bone hole was drilled and the procedure was completed w/o significant delay using a back up implant. There were no pt complications reported as a result of this event.